Event description:
The customer reported the ventilators remote alarm connector was broken. The ventilator is equipped with a remote alarm port allowing ventilator alarm conditions to be sounded at remote locations away from the ventilator. The customer reported there was no patient harm. The manufacturers service techician reported the connector was loose. The service technician replaced the main pcb board to address the finding. Applicable final testing was performed and tests passed to operating specifications.